Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record identified no repairs related to the reported event. The reported event could not be confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during surgery, the unit would not proper mesh. The taken graft was damaged, but no additional unplanned skin graft was needed to complete the surgery. There was no unexpected medical intervention required. There was no patient harm/injury or surgical delay reported. Another device was used to complete/finish the surgery. Due diligence is complete; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.